Manufacturer narrative:
The device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a damaged downstream occlusion (dso) seal. The dso seal was replaced to fix the issue.

Event description:
The device was returned due to the closure test failing. The results of the investigation found a damaged downstream occlusion (dso) seal. There was no patient involvement.